Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that hour glass/no readings/sensor error was reported. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2022, the patient reported no reading on her cgm device. According to the report, around 3am, the patient was unconscious. Her husband called 911 and when the paramedics arrived, they checked her blood glucose (bg) and it was 29 mg/dl and her dexcom was not giving her any readings at all. Paramedics gave her some orange juice with sugar in it to raise her sugar. Paramedics decided to bring her to the emergency room after 1 hour since her readings were not going up. The patient stayed in the ER for 4 hours and she doesn't remember the medications that were given to her. At around 8am, nurses in the ER checked her bg and it was 130 mg/dl and she was discharged. At the time of the report, the patient was feeling better. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.